Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 30-degree endoscope plus orientation was backwards. Tse walked the staff through removing the endoscope and adjusting the base, then wiping out guided tool change. The endoscope was installed, and the issues were resolved. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted surgical task was being performed at the time of event was for dissection and the image was inverted. The endoscope moved freely with uncontrolled motion. The event did not involve a reversed control on system arms with a 30-degree endoscope installed at time of event installed in a down orientation. The surgeon confirmed desired orientation when endoscope was installed. There was an indication of the image orientation provided to the user via user interface with the endoscope and endoscope¿s adapter/base was still engaged/in-synch/attached. There was no damage observed on the endoscope¿s adapter/base such as missing screw(s) or component. Prior to event, was the endoscope was manually rotated 180 degrees. The procedure was completed with same endoscope with no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the 30 degree endoscope plus involved with the alleged issue to perform failure analysis.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. Based on the intuitive surgical, inc. (Isi) technical support engineer's (tse) notes, the system issue was due to a loosely connected, improperly seated, or disconnected endoscope.

Event description:
Refer to h11 for follow-up information.